Event description:
A report was received that the patient was experiencing discomfort from the implanted device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was patient's preference to have the devices explanted. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort from the implanted device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50 serial #:(B)(4) description:linear st lead, 50cm.